Manufacturer narrative:
(B) (4) - final device analysis revealed that the resonator was cracked - alarm anomaly. The pump had acceptable dispense accuracy testing.

Event description:
It was reported that the pump was prophylactically explanted and replaced after an implant duration of 43 months to avoid in-vitro battery depletion. The pump contained compounded baclofen an bupivicaine. No injury was reported; the patient recovered without sequela.